Event description:
It was reported that while the pt was having her hair blow dried, she experienced shocking and burning sensations from her device. Further information is being requested from the hcp.